Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ustg, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the bladder removal in (B)(6) 2015 was not related to implantable neurostimulator was due to refractory interstitial cystitis. The outcome was reported as continued gastrointestinal/urology (gu) pain.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0ustg, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient never had therapeutic effect. The patient had the implant for bladder pain and had been in pain almost 24/7 since then. The pain had not increased or decreased and it was the same pain. The patient did feel stimulation sensation when stimulation was turned on. The patient just tried turning stimulation off to see if there was a difference if the pain got better or worse and they didn't notice a change. The patient had already tried all 4 programs since implant 3 days ago. The patient was seen post-operatively on (B)(6) 2015 and denied urgency, frequency, and incontinence. There was no trouble to check and the patient had stimulation. It was unknown if there was a 50 percent or greater symptom reduction. Additional information from the patient reported that "the stimulator never really worked" for them. The patient stated they had nerve pain since 2003 and they were implanted for interstitial cystitis. When the device was implanted, the pain went away for the first 3 days, but then came back. The implant was turned off and has been off since (B)(6) 2015. They also stated they "happened to have their bladder removed" in (B)(6) 2015. It is unclear if the bladder removal was related to the device. The patient is still having severe pain in the vaginal area. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.